Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was trying to heal sideways. It was also stated that the ipg would turn off by itself. The patient underwent a revision procedure wherein the ipg was moved and remained implanted. The patient was doing well postoperatively. Additional information was recieved that the database was analyzed and revealed no anomalies.

Event description:
It was reported that the patient's ipg was trying to heal sideways. It was also stated that the ipg would turn off by itself. The patient underwent a revision procedure wherein the ipg was moved and remained implanted. The patient was doing well postoperatively.